Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by uf/importer report # (B)(4): describe the event or problem: when disconnecting patient, a large air bubble was noted around the arterial sample port (for lab collection) on bloodlines. This is the second time a tech has noted a similar issue with lines in the last week. Patient rinsed back without incident. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: dialysis no injury reported.